Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 14:36:00. During night drain cycle one, the patient's ultrafiltration reading was 300ml, indicating the home patient (hp) drained 300ml more than their maximum programmed fill volume of 110ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.